Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a red alarm on the display of the insulin pump. Customer was not able to delete the alarm. Customer took out the battery and inserted a new battery. Customer stated that after 30 minutes, the issue was not resolved. Customer stated that the screen was black and the pump had a loud alarm. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump was received with a critical pump error open book error due to corroded electronic assembly. The motor assembly was also found with traces of corrosion per our visual inspection. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump had fading serial number label, cracked case on the back at the battery tube area, cracked battery tube threads, minor scratched lcd window, case and keypad overlay.